Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 48 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant and migration on the left breast implant. Upon receipt by mentor the device returned without fluid. Yellow material was observed within the device. White material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant and migration on the left breast implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel implants, catalog # 3503501bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2019. This is for the right side implant, see manufacturer report number 1645337-2019-08431 for contralateral prosthesis.